Manufacturer narrative:
According to the information provided, controls recovered within range for calcium after recalibration on (B)(6) 2010. No malfunction was detected. As no further data was available, investigation of a reagent/lot performance issue was not possible.

Event description:
User experienced erratic patient calcium results and low control recovery since 01/09/2010 when a new lot of reagent was put on board the analyzer. 31 patient examples were provided. The following 14 results were discrepant. Repeat testing was performed on another c501 (c1) analyzer serial number (B)(4) at the site. Sample type is plasma. Patient 1, initial 8.2; repeat 9.2 mg/dl. Patient 2, initial 9.1; repeat 9.9 mg/dl. Patient 3, initial 9.2; repeat 10.0 mg/dl. Patient 4, initial 8.7; repeat 9.5 mg/dl. Patient 5, (ER patient) initial 9.1; repeat 9.9 mg/dl. Patient 6, initial 9.1; repeat 9.9 mg/dl. Patient 7, initial 8.6; repeat 9.5 mg/dl. Patient 8, initial 8.6; repeat 9.4 mg/dl. Patient 9, initial 8.8; repeat 9.7 mg/dl. Patient 10, initial 9.0; repeat 9.9 mg/dl. Patient 11, initial 9.4; repeat 10.3 mg/dl. Patient 12, initial 9.0; repeat 9.8 mg/dl. Patient 13, (ER patient) initial 8.6; repeat 9.4 mg/dl. Patient 14, initial 8.3; repeat 9.1 mg/dl. Initial results were reported and no information was provided if patients were adversely affected. Amended reports were issued with repeat calcium results. Calcium reagent lot number, 61867901. Customer performed a calibration which improved the performance of the assay. Customer declined further troubleshooting stating "this instrument is getting replaced on (B)(6) 2010." Field service was not dispatched due to customer declining further troubleshooting and the instrument no longer in use on (B)(6) 2010.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
User experienced erratic patient calcium results and low control recovery since (B) (6) 2010 when a new lot of reagent was put on board the analyzer. 31 patient examples were provided. The following 14 patient results were discrepant. Repeat testing was performed on another c501 (c1) analyzer serial number (B) (4) at the site. Sample type is plasma. Patient 1, initial 8.2; repeat 9.2 mg/dl. Patient 2, initial 9.1; repeat 9.9 mg/dl. Patient 3, initial 9.2; repeat 10.0 mg/dl. Patient 4, initial 8.7; repeat 9.5 mg/dl. Patient 5, (ER patient) initial 9.1; repeat 9.9 mg/dl. Patient 6, initial 9.1; repeat 9.9 mg/dl. Patient 7, initial 8.6; repeat 9.5 mg/dl. Patient 8, initial 8.6; repeat 9.4 mg/dl. Patient 9, initial 8.8; repeat 9.7 mg/dl. Patient 10, initial 9.0; repeat 9.9 mg/dl. Patient 11, initial 9.4; repeat 10.3 mg/dl. Patient 12, initial 9.0; repeat 9.8 mg/dl. Patient 13, (ER patient) initial 8.6; repeat 9.4 mg/dl. Patient 14, initial 8.3; repeat 9.1 mg/dl. Initial results were reported and no information was provided if patients were adversely affected. Amended reports were issued with repeat calcium results. Calcium reagent lot number, 61867901. Customer performed a calibration which improved the performance of the assay. Customer declined further troubleshooting stating "this instrument is getting replaced on (B) (6) 2010." Field service was not dispatched due to customer declining further troubleshooting and the instrument no longer in use on (B) (6) 2010.